Event description:
It was reported by the manufacturer representative (rep) that patient reported that their communicator continues to disconnect from their samsung handset and implantable neurostimulator (ins). Patient tried several times to re-pair communicator to the handset and ins, the issue would temporarily resolve and then days later disconnect. This happened several times; their ins is now off and they cannot get the communicator to pair to her device in order to turn her ins back on. The issue has not been resolved at the time of this report. Additional information was reported by manufacturer representative (rep). Rep reported the cause of the ins being off was unknown but they suspected device malfunction. Rep reports the patient (pt) was sent a new communicator and handset. They do not know if this resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.